Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with steel cannula infusion sets, with blood glucose rising to 236 mg/dl for approximately three hours after an imprecisely estimated meal and then trending down without back-up therapy. Symptoms included elevated blood glucose without acute complications. Outcomes included no medical intervention, no ketone testing, and no hospitalization. Investigation included complaint intake, user interview, and troubleshooting and education regarding postprandial hyperglycemia and time for automated insulin adjustments. Investigation of this case revealed no device alerts or alarms and no device performance issues identified, with the event consistent with postprandial hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.